Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 473476, expiration date 02/29/2016). (B)(4)

Event description:
Patient tested 26.3 mmol/l on inform ii system 1, and 10.7 mmol/l on inform ii system 2, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.